Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a drg implant procedure. During the procedure, the physician was unable to successfully implant the lead intended for use due to the patient's anatomy. The physician decided to abandon procedure after multiple failed attempts to implant the lead intended for use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.